Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the emergency department after a vibratory alert activated in their implantable cardioverter defibrillator. Upon device interrogation, it was noted that the device had detected non-sustained right ventricular oversensing. Myopotentials were observed with provocative movements on the right ventricular lead. The issue was resolved by reprogramming and the patient was discharged.